Event description:
It was reported that after performing the 3000h maintenance on the ventilator on (B)(6), 2010 the respiratory therapist turned off the ventilator. During the night the respiratory therapist team leader smelt a scorching smell. (B)(4).

Manufacturer narrative:
(B)(4).